Event description:
It was reported that the ventricular assist device (vad) exhibited a drop in flow, blood was drawn and a computed tomography (CT) scan was performed, which diagnosed a outflow graft stenosis. The patient was currently on injectable anticoagulants twice a day. The patient underwent surgery and a pump thrombus was discovered. Surgeons decided to perform a pump exchange using a different product. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ outflow graft. D4: model #: 1125 / catalog #: 1125. D6a: implanted date: (B)(6) 2017 d6b: explanted date: (B)(6) 2023 d9: no. H4: mfg. Date: h5: yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: (B)(6) and a segment of the associated outflow graft with unknown lot number were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned segment of the outflow graft revealed that the device passed visual inspection. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front preload and rear housing disc curvature were found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the pump or outflow graft. Log file analysis revealed a slight decrease in estimated flows and power consumption from 30/jul/2023 through 03/aug/2023 and a sudden decrease observed on (B)(6) 2023 leading to parameters below the normal operating range. Sixty six (66) low flow alarms were logged since (B)(6) 2023 and a high watt alarm was logged on (B)(6) 2023 at 23:05:37 following an increase made on the speed setting at 23:02:00. As a result, the reported low flow event was confirmed. The reported outflow graft stenosis and device thrombus could not be confirmed due to insufficient evidence. Information received from the site indicated that in addition to the low flow event, the patient's blood was drawn and a computed tomography (CT) scan revealed out flow graft stenosis. The patient was currently on injectable anticoagulants twice a day. Moreover, the patient underwent explant surgery and a pump thrombus was discovered. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. Based on the limited information available, the device may have caused or contributed to the reported event. There was no evidence that the patient had a history of thrombus events. Based on risk documentation and the available information, multiple factors may have contributed to the high power event including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: model #: 1125 d9: yes, return date: 10-nov-2023 h3: yes dev rtn to MFR? Yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.